Event description:
Implant loss. Crown attached.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Manufacturer narrative:
The initial submission was submitted in error before additional information could be added to the report. This is a follow up report that includes the missing information that was not included in the initial report.

Event description:
It was reported that a patient experienced a dental implant loss.